Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was noted that the patient had an exit block due to rv lead micro-dislodgement. High threshold was noted. The lead was repositioned.